Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this patient presented to the emergency room with multiple syncopal episodes. A review of the device was performed which showed an increase in pacing thresholds resulting in intermittent loss of capture. The ventricular output was increased and the patient was going to be reviewed with the cardiologist. It was noted that the syncope experienced by the patient was not related to a device malfunction. The device remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this patient presented to the emergency room with multiple syncopal episodes. A review of the device was performed which showed an increase in pacing thresholds resulting in intermittent loss of capture. The ventricular output was increased and the patient was going to be reviewed with the cardiologist. It was noted that the syncope experienced by the patient was not related to a device malfunction. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the implant date.

Manufacturer narrative:
This report is being filed to correct the impact codes.

Event description:
It was reported that this patient presented to the emergency room with multiple syncopal episodes. A review of the device was performed which showed an increase in pacing thresholds resulting in intermittent loss of capture. The ventricular output was increased and the patient was going to be reviewed with the cardiologist. It was noted that the syncope experienced by the patient was not related to a device malfunction. The device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to correct the impact codes.

Event description:
It was reported that this patient presented to the emergency room with multiple syncopal episodes. A review of the device was performed which showed an increase in pacing thresholds resulting in intermittent loss of capture. The ventricular output was increased and the patient was going to be reviewed with the cardiologist. It was noted that the syncope experienced by the patient was not related to a device malfunction. The device remains implanted. No adverse patient effects were reported.